Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that surgeon was performing a greater troch gamma nail procedure and the drill bit tip broke off. The surgeon had to extend the incision but the piece of the drill bit was retrieved. This surgery was on the right side as a result of a motorcycle and auto collision.

Manufacturer narrative:
Referring to the product inquiry the drill, ao, sterile t2 femur ø4,2x340 mm is stated to be the primary product. No further associated product was reported. The drill reported was not available for examination and a physical examination was not possible. Review of the DHR for the reported drill revealed no discrepancies; the device was documented as faultless prior to distribution. The root cause of the reported event was already stated by the sales rep: ¿the targeting device skived off and missed the nail. Drill bit tip broke¿, which indicates that the drill broke due to drilling under misalignment and high bending stresses, possibly contributed by contact with the nail. In case of intended use such damage would not have occurred. Based on the above observations, the root cause of the reported event is not related to a deficiency of the device, but is rather linked to misuse (drilling under misalignment and high bending stresses). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No new non-conformity was identified.

Event description:
It was reported that surgeon was performing a greater troch gamma nail procedure and the drill bit tip broke off. The surgeon had to extend the incision but the piece of the drill bit was retrieved. This surgery was on the right side as a result of a motorcycle and auto collision.